Event description:
Edwards received notification that this 52 years-old patient with a valve model 3300tfx25mm implanted in the aortic position underwent surgery for a valve-in-valve procedure after an implant duration of nine (9) years and seven (7) months due to structural valve degeneration (svd) secondary to infective endocarditis leading to stenosis. As reported, patient was asymptomatic. Diagnostic was found during a cardiac control. The patient was treated with antibiotics before the reintervention. Reportedly, patient was IV-drugs addicted. A 26mm transcatheter valve was successfully implanted within the surgical valve. Patient was discharged the following day.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Intermediate, or late endocarditis [greater than 60 days post-implant] occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause of the reported endocarditis is patient factors.

Event description:
Edwards received notification that this 52 years-old patient with a valve model 3300tfx25mm implanted in the aortic position underwent surgery for a valve-in-valve procedure after an implant duration of nine (9) years and seven (7) months due to structural valve degeneration (svd) secondary to infective endocarditis leading to stenosis. As reported, patient was asymptomatic. Diagnostic was found during a cardiac control. A 26mm transcatheter valve was successfully implanted within the surgical valve. Patient was discharged the following day.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.